Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was a draw volume issue (underfill) of tube."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/19/2021. H.6. Investigation: bd received 1 unused sample from the customer in support of this complaint for investigation. The sample was evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: there was a draw volume issue (underfill) of tube."